Event description:
It was reported that this left ventricular (lv) lead recorded high out of range high pacing impedance measurements greater than 3000 ohms, loss of capture (loc), and low intrinsic amplitude. Technical services (ts) reviewed the device data and recommended further evaluation for a potential lv lead replacement. No adverse patient effects were reported. This lv lead remains in service.